Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the unit would not power on. There was no patient involvement at the time the issue was discovered. There was no report of patient or user harm. The customer replaced the power cord and battery, but the unit would still not power on. An authorized service provider (asp) wen onsite and installed a new power cord to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service.